Manufacturer narrative:
(B)(4). Date sent 1/27/2025. D4 batch #192d65. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The event could not be confirmed as the device opened and closed without any difficulties noted. The instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 192d65, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2024. Corrected data: h1, not reportable. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? N/a. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No information. Did the jaws eventually open? Yes. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following additional information. To date, a response has not been received. Should additional information be obtained, a supplemental mw report will be submitted. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the product inserted closed and could no longer be opened. No patient harm nor significant delay reported.